Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined rv coil defibrillation impedance. The lead was capped and replaced. The replacement implantable cardioverter defibrillator (ICD) showed high and undefined rv defibrillation impedance when hooked up to the replacement rv lead. The replacement rv lead had normal impedance through the old device. The replacement device was not used and a new device was implanted. No patient complications have been reported as a result of this event.